Event description:
On (B) (6) 2010, the patient underwent treatment for an emergent rupture of a descending thoracic aortic aneurysm. Due to the amount of blood loss, the patient was put on bypass. Four gore tag thoracic endoprosthesis were implanted. The subclavian artery was intentionally covered. Ballooning was performed with great care. Completion angiography showed a complete separation of the aorta from the vessel. The patient expired. The physician does not consider the patient's death to be device related. The field sales associate was present at this procedure. Imaging was not performed prior to the procedure. The devices remain in the patient.

Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Additional devices related to this event are: (B) (4), (B) (4), (B) (4). The gore tag thoracic endoprosthesis instructions for use (IFU) states: successful patient selection requires specific imaging and accurate measurements; appropriate procedural imaging is required to successfully position the gore tag thoracic endoprosthesis in the neck and to assure appropriate apposition to the aortic wall. Clinical experience indicates that contrast-enhanced spiral computed tomographic angiography (cta) with 3-d reconstruction is the required imaging modality to accurately assess patient anatomy prior to treatment for the gore tag thoracic endoprosthesis. If contrast-enhanced spiral cta with 3-d reconstruction is not available, the patient should be referred to a facility with these capabilities.